Manufacturer narrative:
Conclusion: hemorrhage (bleeding) is a known potential adverse event per the freestyle instructions for use (IFU). The reported clinical observation does not indicate a potential manufacturing issue.

Manufacturer narrative:
The device remains implanted. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during implant of this bioprosthetic valve, this patient experienced significant bleeding from the region of the left coronary cusp after the protamine was administered. The valve was reinforced with several pledgeted sutures to assure the hemostasis. No further additional bleeding event was recorded during the rest of the hospital stay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.